Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was changing out the cartridge when a malfunction alarm occurred. There was no impact to the customer's blood glucose level. The customer did not have alternate insulin therapy available at the time of the issue. It was indicated that alternate insulin therapy would be obtained from the health care provider and instructions on how to treat blood glucose with manual injections.